Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient the device inappropriately displayed an "attach pads" message. Complainant indicated that the patient subsequently expired, however it is unknown as to if this was a result of the reported malfunction.